Event description:
It was reported that during a laparoscopic cholecystectomy, the device would not pre-load therefore it would not fire. A second device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). The el5ml was returned for analysis partially cycled. Upon visual inspection, the instrument was noted to have dried body fluids. In addition, a loose clip was found inside the bag. During the analysis, the cycle was completed and then the device was fired; one conforming clip was fed and formed. However, in the next actuations the clips did not fully advance into the jaws resulting in the malformation of two clips; finally, the device properly fed and formed the remaining five clips. The instrument locked out as intended. The device was disassembled in order to evaluate the condition of the internal components; upon disassembling, dried body fluids were noted to be inside the handles and the shaft of the device. It is possible that the dried body fluids could have prevented the correct formation of the clips. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.